Manufacturer narrative:
(B)(4).

Event description:
On (B)(6) 2014, the pt's parent called to report that his/her child had a fungal infection in the od since (B)(6) 2014. The parent states that the pt was using acuvue advance for astigmatism in the od. The pt's father states that a culture was obtained which was positive for paecilomyces. The parent states that the pt currently has vision loss with ongoing pain and photophobia od. The pt was treated with natamycin drops, erythromycin ointment, and artificial tears od. The pt's parent stated that the treating physician mentioned "buffing the cornea of the right eye." The pt's parent states the pt has history of ulcerative colitis and using imrane, an immunosuppressive. The product in question has been discarded and is not available for return for evaluation. The lot # of the product in question is unknown. Multiple unsuccessful attempts have been made to collect additional information from the pt's treating eye care professional. No additional information is available at this time. If additional information is received, will report within 30 days of receipt. Serious reportable event trends are reviewed quarterly in franchise management review meetings.